Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and death.

Event description:
Patient's daughter contacted dexcom on 02/25/2016 to report that the patient passed away on (B)(6) 2016. Patient's daughter stated that the staff of the patient's living facility found the patient and called emergency medical services. Patient's daughter was unsure of any intervention or treatment that was provided. The patient was pronounced dead on the scene and did not require any transport to the hospital. Patient's daughter reported that the patient had experienced very high blood sugar the day she passed away but was unable to provide values. Patient's daughter believes that the patient was wearing the cgm device at the time of her death. There was no alleged device malfunction. The patient's death certificate was provided. The death certificate listed the immediate cause of death as hyperglycemia. Diabetes mellitus and heart disease were listed as underlying causes of death. No additional event or patient information was provided.